Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Changing your pod. Chapter 3 / pages 33. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Changing your pod. Chapter 3 / page 24. Warnings: do not use a pod if it is past the expiration date on the package. For:omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17.

Event description:
A patient reports while activating a pod the needle did not deploy and the pod was deactivated. Upon removal of the pod from the infusion site the cannula was not visible. The pod was not worn .